Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion. Field g4 premarket/510k contains both documents k193473 & k210608 whose character limit prevented both entries from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was difficultly pairing the insertable cardiac monitor (icm) and external devices at initial setup. The field representative reported the icm device would not pair with their clinic mobile monitor. The field representative tried multiple times but were unsuccessful. The field representative then used a different icm device and were able to pair successfully. That device was subsequently successfully implanted. This icm has been returned and analysis performed. There was no patient involvement.